Event description:
Customer reported smoke came out of the instrument. There was no report of injury for this event.

Manufacturer narrative:
Siemens field service engineer investigated the issue and found out that customer was using a non recommended battery to the instrument. Customer is being informed to use appropriate battery for the instrument. New instrument has been provided to the customer.